Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction to lot number. Evaluation summary: the device was returned for evaluation. The analysis of the returned components, body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were found normal. Both ends of the foot were also examined and there were no needle strike marks detected. There was no abnormal observation found. The plunger, cuffs, link, needle tip and monofilament were not returned with the device which may have aided in the investigation. During the investigation, a proxy plunger was inserted and the needle trajectory was found acceptable. Based on the visual and functional device analysis we were unable to confirm the reported cuff miss and a cause could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.